Manufacturer narrative:
Concomitant medical products: model etlw1616c124e stent graft, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds were noted on the right atrial (ra) lead. Outputs were adjusted and the lead remains in use. No patient complications have been reported as a result of this event.